Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk. Unable to perform functional tests due to a constant a33 alarm anomaly. The insulin pump was received with minor scratched lcd window, cracked near the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states..

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 19 mmol/l at the time of the incident. Customer stated that he just filled the reservoir and after the alarm, the pump resets. Customer stated that the pump was not dropped or bumped prior to the alarm occurring. Customer was advised to remain disconnected from the pump. Customer was advised to discontinue use of the pump and revert to a back-up plan. It was explained that the possible cause of the alarm was during seating, the force sensor system did not detect the reservoir.